Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd needle sftygld 25x1 rb needle pulled out of the hub. The following information was provided by the initial reporter: material#: 305916, batch#: unknown. Rcc received a complaint via email. Incident or problem information: ahs mdip reference number (ID): (B)(4), date of incident (yyyy-mm-dd): on (B)(6) 2025, type of incident/problem: a2. Failure (i.e. While preparing for, in use, after use), ahs optional report to cmdsnet (health canada): incident details: 2 month vaccination appointment, pneumococcal vaccination administered with a 1 inch needle using a lure lock syringe. When removing needle from infant's leg following injection administration, hub of the needle broke leaving needle (steel portion) remaining in infant's leg. Nurse quickly removed needle, deposing of sharp. Device contents retained for vaccine coordinator for further recall documentation. Mom/grandmother informed of defective device, apologizing for incident and advising all contents of vaccine administered before device broke. Mom appreciative of visits and reassurance. Who was affected? Patient. Unexpected or prolonged care? Unknown. Procedure: immunization (injection). Device information: device name/description: needle hypodermic safety 25ga x 1 in, manufacturer: becton dickinson canada inc, manufacturer code/model: 305916, serial or lot number: not provided, supplier: xxx, supplier/catalogue number: 308-305916, is the device retained? Yes, number of devices: 1 opened box, wiped, contained, labelled? Unknown, investigation request: expected type of investigation: actual device tested. E-mail address for person holding device: xxx, site shipping address: xxx,

Manufacturer narrative:
(B)(4). Follow up for device evaluation a single sample was received with an opened packaging blister and a missing needle. Visual inspection under 10x and 30x magnification revealed that epoxy was uniformly applied around the inner wall of the top portion of the needle hub, extending approximately 1/16 inch deeper. The analysis confirmed the customer-reported issue. The probable root cause appears to be insufficient epoxy at the bottom part of the needle; however, confirmation is not possible due to the absence of the needle sample. Furthermore, a device history record review was completed for provided lot number 2287687. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.